Event description:
It was reported that the patient was presented in emergency room, with phrenic nerve stimulation. Under fluoroscopy, the lead showed signs of migration with very little slack between the device pocket and site of distal fixation. The lead was repositioned using a stylet kit, and tested with acceptable results. The patient tolerated the procedure well and did not experience any adverse events.